Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. No unexpected failed batt test/change battery alarms, or replace battery now alarms noted during testing. The pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was shutting off. The customer¿s blood glucose level was 190 mg/dl. Battery fail and dead battery alarms are confirmed in the alarm history. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.